Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the radius side assessed as surgical impact opening. (Shell thickness was within specification) additional observations: crease fold observed on the device. No penetrating nick (stress marks) observed on the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.